Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The visual evaluations of the returned implants show signs of use. Also, the dovetail features in both implants were flared. The dimensions were conforming to the prints where they measured. The damages in the dovetail confirm the reported issue. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00249, 3007963827-2019-00250. Concomitant medical products: articular surface fixed bearing posterior stabilized (ps) left, item# 42512400710, lot# 63999286. Psn asf ps 11mm ve l 6-9 ef, item# 42512400711, lot# 64042123. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two articular surfaces could not be seated to the tibial tray. When the surgeon tried to insert the first articular surface to the tibia base plate, it could not be seated. He checked to see if soft tissue interfered in the tibia base plate. After that, he attempted to insert it into the plate again. The same issue occurred and the surgeon attempted to insert a second articular surface into the plate. It could not be seated into the tibia plate either. Subsequently, a third articular surface was used to complete the procedure. There is no additional information at this time.